Manufacturer narrative:
Device evaluated by manufacturer: device was not returned for analysis. Field repair begun 11aug2021 and is still ongoing. The part needed to complete the repair has not been received. The field agent was able to check the console log and reported an error: '80 - digi voltage power check failed'. The work order is still open for completion at this time.

Event description:
It was reported that insufficient ice was created by the console. A visual-ice cryoablation system was selected for use during a cryoablation procedure. During device preparation, the device could not be "refrigerated". The procedure was completed with another device. The patient is stable with no complications.

Event description:
It was reported that insufficient ice was created by the console. A visual-ice cryoablation system was selected for use during a cryoablation procedure. During device preparation, the device could not be "refrigerated". The procedure was completed with another device. The patient is stable with no complications.